Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm noted. However unit had intermittent button response due to moisture damage on keypad traces. Unit had minor scratched display window, cracked case at display window corner, battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose was 169 mg/dl. Customer stated that she was stuck on the status screen and neither the esc nor act is working after she pulled the battery to clear the alarm. Customer was skiing with the insulin pump and could have perspired on it. Advised customer the insulin pump would be replaced. Advised customer to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.